Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 25-oct-2018.   It was reported that crossing difficulties were encountered.    A 20x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the device was not able to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damaged. Promus premier ous mr 20 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.